Event description:
Information was received indicating that a smiths medical cadd solis vip pump's downstream occlusion was triggering too low. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's stated problem was able to be duplicated. It was noted that the downstream occlusion (dso) sensor was faulty and was the cause of the reported issue. Service will replace the dso to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.